Manufacturer narrative:
(B)(4) evaluated 1 opened/used reservoir; inspected reservoir, snap-cap, and septum for anomalies. None were found. Ran occlusion test as follows: reservoir filled with diluent, and connected to a new infusion set, installed reservoir and connector into pump. Performed pump manual prime. Saw fluid flow through infusion set and out catheter tip. Conclusion: reservoir not occluded.

Event description:
Customer reported via phone call to have had high blood glucose of 494 mg/dl. Customer treated high blood glucose with manual injection. Customer received a no delivery alarm while changing infusion set due to high blood glucose. During troubleshooting, insulin did exit with plunger push and manual prime. Customer was advised that insulin pump was working as designed. Customer removed infusion set and found that cannula was bent. Tubing clamp would be sent to customer.